Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient was first attempted with a 24mm device into a posterior chicken wing anatomy with a sharp angle. The device was too large to be placed successfully and was later swapped out for a 20mm device that met pass criteria and was released. The procedure was completed successfully with the closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echo (tee) procedure and it was noted that they had a pericardial effusion. An open communication with flow was visible via tee from the laa into the pericardium and perhaps transverse sinus. A computed tomography (CT) scan was performed to examine the suspected perforation and saw no visible flow into the pericardium. No intervention or treatment was performed, the physician kept the patient under observation.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The patient was first attempted with a 24mm device into a posterior chicken wing anatomy with a sharp angle. The device was too large to be placed successfully and was later swapped out for a 20mm device that met pass criteria and was released. The procedure was completed successfully with the closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echo (tee) procedure and it was noted that they had a pericardial effusion. An open communication with flow was visible via tee from the laa into the pericardium and perhaps transverse sinus. A computed tomography (CT) scan was performed to examine the suspected perforation and saw no visible flow into the pericardium. No intervention or treatment was performed, the physician kept the patient under observation. It was further reported that open cardiac surgery was required to treat the pericardial effusion.